Manufacturer narrative:
The reported event of undersensing and noise was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, under-sensing, noise, and no discernible signal when connected to the pacing system analyzer (psa) were observed. It was also noted that the stylet was scraping inside of the lead body. The right atrial (ra) lead was replaced. There were no adverse health consequences, the patient was stable.